Event description:
It is reported that the pt was revised due to instability.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the component is unk. Surgical notes were not provided. X-rays were not provided, it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. A definitive root cause cannot be determined with the info provided. The device history records were reviewed for the femoral and tibial components, and indicate the devices were manufactured, inspected, and packaged to specs. The past lot numbers for the patella and articular surface are unk; therefore, the device history records could not be reviewed.